Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump was alarming, air was noted in the pump segment, and a small hole was discovered in the pump segment. There was no report of any patient harm.

Manufacturer narrative:
The customer¿s report of a hole ¿tear¿ in the pump segment with air in the line of the set was confirmed. Visual inspection observed that the silicone segment had a tear near the upper fitment. The measured 0.0360 inches long. Visual examination under a microscope noted no crush marks to the upper blue fitment. Functional testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The root cause of tear is unknown.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the pump was alarming for air in the line. Air was noted in the pump segment, and a leak from a small hole was discovered in the pump segment. There was no patient harm.